Event description:
It was reported that the balloon of a small volume folfusor burst inside the isolator. The issue occurred when filling the device with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between november 18-20, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection showed a ruptured bladder. The reported condition was verified. The cause of the issue could not be determined; however, the cause may be due to inherent variation in the material from manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.